Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer had experienced low blood glucose level. The customer¿s blood glucose level was 46 mg/dl at the time of the incident. Customer did received a sensor updating or sensor glucose value not available alert. It was unknown whether the customer was using auto mode at the time of reported event. Customer did not received a calibration not accepted alert. Customer did received a change sensor alert. The device will not be returned for analysis.